Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with manual injection. Customer did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.